Event description:
A nurse reported that a dull knife was noted during surgery with no impact to the patient. The surgery was completed by using a different knife.

Manufacturer narrative:
No sample has been received for evaluation. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).